Event description:
It was reported that the patient presented for a scheduled elective replacement procedure for MRI conditional system. During the explantation of the left ventricular (lv) lead, the superior vena cava (svc) was dissected by the extraction tool. The physician successfully repaired the tear during the procedure. The lv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.